Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was to get MRI guidelines. The caller stated that the patient had the ins removed but the leads were left implanted. Technical services asked for further information about the reason for the removal and the caller read from an op note that indicated the device was infected. The caller indicated that the removal procedure was done in 2018 but the caller did not know the event date for the infection.